Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 367846, lot number 2109065. The 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® edta 2k had foreign matter in cap of tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about dirt on the cap of tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k had foreign matter in cap of tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about dirt on the cap of tube.